Event description:
A patient reported that their fast take meter was reading inaccurately high. The night before the patient called lfs, they were not feeling well and so they called the paramedics. Before the paramedics arrived, patient tested on their meter and got a result of 190 mg/dl. When the paramedics arrived, they tested the patient their family member's meter with a result of 49 mg/dl and then also tested the patient on the emt meter with a result of 49 mg/dl. Patient was then taken to the ER where they were tested on the ER meter with a result of 49 mg/dl. Patient was treated there (treatment unknown) and released 5 hours later. Before the patient left ER, their bg read 305 mg/dl on the ER meter. The patient's technique for applying blood to the test strip was incorrect (technique unknown). Attempted unsuccessfully several times to contact the customer to obtain more information.